Event description:
It was reported that a large volume folfusor leaked from the filling site. All the liquid quickly emptied through the filling site without passing through the tubing hence the small rupture visible in the device. This occurred after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between march 5 and march 7, 2024. H11: the actual device was received for evaluation. A visual inspection noted white drug residue located at the fill port and its surrounding area which suggested a leak. Further inspection revealed a vertical crack on the fill port. A functional leak testing was performed, and a leak was observed coming out at the cracked area on the fill port. The reported condition was verified. The cause of the condition could not be determined; however, was most likely use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.